Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing revealed a no output and no telemetry condition. Further electrical analysis found excess current drain. An integrated circuit was damaged during repackaging and could not be tested. No conclusive evidence of the root cause was found.